Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm. Customer's blood glucose reading was 500 mg/dl. The customer performed troubleshooting and found the alarm was resolved after changing the infusion set. Nothing was replaced or returned.